Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was a suspected unknown quantity of screw loosening for patient (B)(6) at the s1 location. The 6 month post op x-ray image shows that toggling of the s1 screws is visible from flexion, and this is consistent with the upward - downward motion of the posterior rods. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.